Manufacturer narrative:
The product was not returned so no evaluation is possible. The customer noticed a "crunching" sound during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filing the pod with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
Customer called to report 2 pod failures while trying to fill them with insulin. They were hard to fill and crackling. She placed 1 of them on and kept having high blood glucose levels (bg)s over 500mg/dl. She was advised that when that happens not to use the pod. She remembered the letter that we sent out regarding this issue, she just forgot about it. Then she went to put another one on and it was hard to fill again. She took a pod out of a different box and was able to activate new pod with no problems. Bgs are going back to normal.